Event description:
It was reported to tyco healthcare/kendall on may 26,2006, that a customer had a problem with a palindrome dialysis catheter. The customer states there was a small crack in the arterial lumen towards the end cap. The catheter was removed and replaced.